Event description:
It was reported during in clinic follow up that the pacemaker exhibited oversensing. This oversensing was discovered to be due to noise. The device was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of over sensing was confirmed. Device was received in normal range of operation. The device had inaccurate lead impedance measurements and oversensing was noted due to crosstalk between ventricular and atrial channel of device. Further investigation found the cause of impedance anomaly and oversensing was found to be an anomalous integrated circuit (ic) on the hybrid.